Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery two weeks ago. The patient's blood glucose at the time of incident is unknown. The customer's pump alarmed with no delivery while she was priming the tubing after an infusion set and reservoir change. The customer resolved the alarm by changing the reservoir. Troubleshooting could not initiate for the no delivery alarm due to the customer reporting on a past event. The customer threw out the old reservoir and could not return it for analysis, and no products were shipped to her.